Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Boston scientific technical services (ts) states that no prior calls was made on patient's account. In addition, the patient was seen by the physician and was advised to have a lead revision. Additional information received indicates that this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Boston scientific technical services (ts) states that no prior calls was made on patient's account. In addition, the patient was seen by the physician and was advised to have a lead revision. Additional information received indicates that this lead was surgically abandoned. No additional adverse patient effects were reported.